Manufacturer narrative:
A repackaging/relabeling mix-up contributed to this event where the serial number printed on the shipping box did not match the serial number of the device inside the shipping box. Patient was expected to receive serial number (B)(6) and received serial number (B)(6). UDI information: (B)(4).

Event description:
Submitting UDI information in section h11 as requested. A patient, undergoing cardiac monitoring using a zoll mobile cardiac monitor, may not have received timely medical care. Patient subsequently received a pacemaker at a hospital.

Event description:
A patient, undergoing cardiac monitoring using a zoll mobile cardiac monitor, may not have received timely medical care. Patient subsequently received a pacemaker at a hospital.

Manufacturer narrative:
A repackaging/relabeling mix-up contributed to this event where the serial number printed on the shipping box did not match the serial number of the device inside the shipping box. Patient was expected to receive serial number (B)(6) and received serial number (B)(6).